Event description:
After several months use of the braun tray rptr has had a number of complaints regarding this product. There have been numerous incidents of catheter connectors coming loose, even when they were properly seated. Then the catheter comes loose and slips off the catheter, the catheter becomes contaminated and must be removed, as it is a potential port of infection. This has resulted in catheters having to be removed prematurely or replaced. The catheter itself is stiff, and has a tendency to more easily work its way out of the epidural space. The above mentioned problems have resulted in many pts having had to undergo more than one epidural placement, which affects pt satisfaction, and drives up cost. Another problem noted with these trays has been that rptr is seeing an increase in the number of intravascular and dural punctures with this catheter which is made of a more rigid material.